Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. The reported issue was confirmed in the device log and was resolved by cleaning both the membrane in the inspiratory pipe and the expiratory cassette membrane. A complete calibration and electrical safety test was thereafter performed and the unit was cleared for clinical use. The root cause can not be established by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).